Manufacturer narrative:
Findings: unit had button error alarmed due to corroded on keypad trace.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 425 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer could not clear the alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.